Event description:
It was reported that the ventilator failed I safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was reported that the ventilator failed safety valve test during pre-use check. The problem was solved by reseating the safety valve. After reseating, the ventilator passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The device logs were not received and no parts have been replaced. No investigation has been possible, therefore the root cause of the reported event has not been determined.